Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A data sharing issue with the abbott diabetes care (adc) libre 3 application (app) in conjunction with the abbott diabetes care (adc) freestyle libre link application (app) in use with an iphone se with ios operating system version 16.5. As a result, the customer was unable to monitor their glucose with sensor readings and had a loss of consciousness. The customer was unable to self-treat, requiring treatment with juice and food provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Event description:
A data sharing issue with the abbott diabetes care (adc) libre 3 application (app) in conjunction with the abbott diabetes care (adc) freestyle libre link application (app) in use with an iphone se with ios operating system version 16.5 and app version 2.10. As a result, the customer was unable to monitor their glucose with sensor readings and had a loss of consciousness. The customer was unable to self-treat, requiring treatment with juice and food provided by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported he can't share the data to freestyle libre linkup. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle libre 3 app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide was provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.